Manufacturer narrative:
(B)(4). Method: the device was received for analysis. A visual inspection and a review of the device history record (DHR) were performed. Results: there are no testing results available as the investigation and evaluation are currently in progress. However, the visual inspection found that a rupture of the kraton and inner latex membrane occurred. In addition the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: asku. Pump filled: (B)(6) 2015 at 8:07am. A pump prefiller facility reported that a pump made a popping sound during filling the pump and felt more tender than usual. There was no patient contact. No injury occurred. The device is available for return. Additional information was received on (B)(6) 2015. Upon examination of the pump, it was found that a rupture of the kraton and inner latex membrane occurred.

Manufacturer narrative:
Method: the device was visually observed, infusion verification was performed, and photographic images were taken. A review of the device history record (DHR) was performed on the model and lot number received. Results: a visual analysis found the pump was returned full. The pinch clamps were opened and the pump infused at each of the distal luers. The bladder did not have the same firmness that is typical of a filled pump. The dust cover was cut open and it was found that the inner membrane was observed to be ruptured. The inner bladder was examined under magnification and found signs of stress in each corner of the rupture. Conclusion: the investigation summary concludes that the inner bladder membrane was observed to be ruptured and signs of stress were observed in each corner. This device has a nominal fill volume of 600mls, and this device was reported to be filled to the maximum fill volume of 750mls. The root cause could not be identified however, a supplier corrective action had been issued to implement actions to address this failure. According with the results of the DHR the production lot met all manufacturing and quality specifications at release. Information from this incident has been included in our product complaint trend reporting systems for monitoring, tracking and trending purposes.